Event description:
Customer states she had one extremely lipemic patient sample that she was having trouble recovering valid results with. It involved multiple assays. She initially manually diluted the sample 1:3 with saline and programmed analyzer to also dilute 1:3 recovering results that were too low to be valid. The customer received the following discrepant results for ast and glucose: initial ast results was 22 u per l. This result was accompanied by a data flag. The sample was then diluted 1:9 with saline and testing was repeated. The result for this sample was 36 u per l. This result was also accompanied by a data flag. The sample was repeated again, this time with a 1:2 dilution using saline, and gave a result of 24 u per l. The sample was diluted 1:2 an additional time, this time using water as the diluent, and the result was 22 u per l.

Manufacturer narrative:
The initial glucose result for this sample was 1064 mg per dl. The sample was diluted 1:9 with saline and retested. The result was 3078 mg per dl. The sample was then diluted 1:2 with saline, and gave a result of 1564 mg per dl. The sample was then diluted 1:2 with water, and gave a result of 1560 mg per dl. A final dilution of 1:3 was performed, using water as the diluent. This dilution gave a result of 801 mg per dl. Per the package insert, the correct diluent for ast and glucose is water. The customer stated they diluted and reran all of the tests ordered for this patient, in addition to the ast and glucose assays. Dilution of samples for the other assays tested does not follow product labeling. The customer stated initial results (undiluted) for assays not requiring dilution were released while ast and glucose results (which required dilution) were not released until properly diluted and a valid result was obtained. Customer was advised concerning proper diluent and dilution procedure for assays involved.